Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: the vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device could not duplicate the reported issues with the installed pressure trigger printed circuit board assembly (pcba). The external transducer module was not returned by the customer and cannot be ruled out as a possible cause of the reported issues. Placement of the abdominal sensor to the patient is crucial and proper placement varies for each patient.

Event description:
The customer reported that the ventilator was experiencing intermittent issues with the trigger pcb. When the customer placed "the pearl" on the baby, the led intermittently lit up on the transducer, but not on the sipap itself. When the customer placed a finger over the transducer terminal a little faster, sometimes the light was lit but there was no action from the sipap, and after a few seconds, the unit responded and resumed normal operation. The device was in use on a patient when this issue occurred. There was no patient harm/injury associated with this issue. The unit was replaced.